Event description:
It was reported when using the bd pyxis¿ es server, server was down, and users were not able to login to station and server. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, server was down, and users were not able to login to station and server. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server was down, and users were unable to log in to both the station and the server. A technical support specialist accessed the server while it was undergoing a windows update. The tss contacted user and confirmed that the issue had been resolved and closed the case. The system functioned as intended after the issue was resolved.